Manufacturer narrative:
The customer¿s report of the pcu catching fire was not confirmed, however thermal damage was confirmed. Physical inspection noted a small hole due to thermal damage on the rear case above the left female iui. Analysis of the pcu error log shows that a low backup voltage failure (error code 120.4410.0) occurred at 3:18 am on (B)(6) 2017. Analysis of the pcu event log shows that a central unit malfunction occurred at the same time and there were no infusions running at the time. There were no events recorded in the event log after this date including the reported event date of (B)(6) 2017. Internal inspection showed that fluid had entered the device through a crack in the rear case and migrated into the left iui connector. During testing the left thermally damaged iui connector measured a shorted condition between pins 13 and 14 and 14 and 15. All other adjacent pins measured an open condition. The right non-thermally damaged iui connector from the pump module measured a shorted condition across multiple pins, when an open condition was expected. Inspection under magnification showed corrosion at the base of the pins. After inspection the pins were measured again and then all measured open indicating that the condition was intermittent. The root cause of the report of the pcu catching fire was not identified. The root cause of the thermal damage was identified as fluid ingress creating a shorted condition between the pins.

Event description:
The customer reported that the pc unit had caught on fire and a small burn hole was noted in the case just above the iui connector. The device was not on a patient at the time and there was no patient or staff harm.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that the pc unit had caught on fire and a small burn hole was noted in the case just above the iui connector. The device was not on a patient at the time and there was no patient or staff harm.